Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-jan-2023 by a physician which refers to a 35-year-old female patient. Additional information was received on 12-jan-2023 from same reporter. The medical history of the patient included rhinitis and she had previously undergone rhinoplasty, tonsillectomy and septoplasty surgeries. The patient had previously received treatment with unspecified ha filler to lips, sulcus, glabella and chin, and botulinum toxin to glabella, corners of the eyes and forehead. On an unknown date, the patient received 3 adult doses of 0.3 ml of comirnaty vaccine for covid-19. On (B)(6) 2022, the patient received treatment with 2 ml of restylane lyft lidocaine (lot 20682-1) to chin juxtaposed periosteal depth using unspecified needle with unknown injection technique for augmentation of the chin (mentoplasty). According to the reporting physician, the product was opened on the day of injection, a new needle and proper technique were used. The skin was disinfected with alcohol [alcohol]. On (B)(6) 2022, the patient experienced an infection (implant site infection) and subcutaneous abscess (implant site abscess) on the right side of the chin. The patient was treated with unspecified antibiotic, corticosteroid and abscess drainage. At the time of the report, events were still ongoing and patient was under treatment with daily appointments for abscess drainage and wound disinfection. Outcome at the time of the report: infection was not recovered/not resolved/ongoing. Subcutaneous abscess was not recovered/not resolved/ongoing.

Manufacturer narrative:
The serious events of infection and abscess at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple abscess drainages and medical intervention to prevent permanent damage. The potential root cause include injection procedure associated with inadequate aseptic technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To exclude involvement of a non-conforming product, a batch record review will be performed. No corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Manufacturer narrative:
Company comment: the serious events of infection and abscess at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple abscess drainages and medical intervention to prevent permanent damage. The potential root cause include injection procedure associated with inadequate aseptic technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane lyft with lidocaine-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-jan-2023 by a physician which refers to a 35-year-old female patient. Additional information was received on 12-jan-2023 from same reporter. The medical history of the patient included rhinitis and she had previously undergone rhinoplasty, tonsillectomy and septoplasty surgeries. The patient had previously received treatment with unspecified ha filler to lips, sulcus, glabella and chin, and botulinum toxin to glabella, corners of the eyes and forehead. On an unknown date, the patient received 3 adult doses of 0.3 ml of comirnaty vaccine for covid-19. On (B)(6) 2022, the patient received treatment with 2 ml of restylane lyft lidocaine (lot 20682-1) to chin juxtaposed periosteal depth using unspecified needle with unknown injection technique for augmentation of the chin (mentoplasty). According to the reporting physician, the product was opened on the day of injection, a new needle and proper technique were used. The skin was disinfected with alcohol [alcohol]. On (B)(6) 2022, the patient experienced an infection (implant site infection) and subcutaneous abscess (implant site abscess) on the right side of the chin. The patient was treated with unspecified antibiotic, corticosteroid and abscess drainage. At the time of initial reporting, the events were still ongoing and patient was under treatment with daily appointments for abscess drainage and wound disinfection. On 15-feb-2023 a follow-up was sent by the reporting physician. The physician stated that the patient got well and that she needed to do more filler but the physician didn't do it. The physician clarified that the patient received daily consultations with drainage of the abscess for 10 days and 3 cycles of antibiotic. Outcome at the time of the report: infection was recovered/resolved. Subcutaneous abscess was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on (B)(6) 2023 by the reporting physician: outcome updated and additional information about the corrective treatments provided. Batch record review was also performed.